Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. At most recent follow up, the longevity remaining was one year. In addition, it was noted that the patient has chronic atrial fibrillation (af) but atrial sensing was not turned off until most recent device interrogation. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in service.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. At most recent follow up, the longevity remaining was one year. In addition, it was noted that the patient has chronic atrial fibrillation (af) but atrial sensing was not turned off until most recent device interrogation. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. Additional information was received that this pacemaker was explanted and replaced due to previously reported observations. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. At most recent follow up, the longevity remaining was one year. In addition, it was noted that the patient has chronic atrial fibrillation (af) but atrial sensing was not turned off until most recent device interrogation. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in service.